Event description:
It was reported that pump experienced gas loss alarms during use. The pump was shut off and back on but alarms continued. Pump was exchanged. There were no associated pt complications.